Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fiber 3 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and an irrigation leak test. Ingress testing resulted in fluid observed within the fiber cavities, consistent with the failed shaft and irrigation leak tests and loss of force data during the procedure. However, the pi irrigation tubing was noted to remain attached to metal irrigation tubing at the deformable body, no tears in the shaft material under electrode rings 2-4 were detected, no leaks at the fos were detected, and no leaks from within the handle were detected. The pi irrigation tubing was noted to be fractured within the deflectable portion of the catheter shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the leak remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming an leak of the catheter.